Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report: 3025141-2025-00459.

Event description:
1.5mm driver broke while inserting 2.3mm screw twice. The physician was observed throughout the procedure and was not using the screw driver in an inappropriate manner. There was a reported 20 minute delay.